Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es result were obtained from a single patient sample and a known troponin I-free sample processed on a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, a troponin I precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to multiple analyzer subsystems to return the 5600 system to expected performance. Following these action, acceptable vitros tropi es performance was observed. In addition, insufficient historical quality control results were provided and it was not possible to verify performance of the vitros tropi es reagent in use at the time of the event. Therefore, a reagent related issue cannot be ruled out as contributing to the event. Finally, the investigation could not determine if the customer had processed the patient sample outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. Therefore, it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The effect of improper sample processing could not be ruled out as a contributing factor.

Event description:
The customer reported obtaining non-reproducible, higher than expected, vitros tropi es results from a single patient sample and on two different replicates of a known troponin I-free sample processed on a vitros 5600 integrated system. Patient: 0.06 ng/ml vs. 0.032 ng/ml. Troponin I-free sample: 0.10, 0.063 ng/ml vs. <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es patient result was reported outside the laboratory, however; no treatment was given, changed, or withheld based on the reported tropi es result. There was no reported allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).